Event description:
The hypotube of the device separated while being removed from the pt. The physician inserted the occlusion balloon wire into the pt and inflated to occlude the vessel. The physician completed the procedure. The physician deflated the occlusion balloon and was removing the device from the pt and the hypotube separated inside the guide and was successfully removed inside the guide catheter. The pt is reported to be fine.